Manufacturer narrative:
(B)(4). Medwatch #mw5075118 the customer reports to teleflex that there was no patient injury and no intervention required.

Event description:
According to the medwatch (mw5075118) - while the md was placing the left ij double lumen shiley she removed the wire from the catheter and noted that the guidewire was frayed and stretched out.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
According to the medwatch (mw5075118) - while the md was placing the left ij double lumen shiley she removed the wire from the catheter and noted that the guidewire was frayed and stretched out.